Event description:
Per complaint email: original implant 9 years ago went well according to op notes. Disease progressed proximally and eroded the proximal seal zone. The entire endograft was left in place, it was relined with a new endograft. The pt had another manufacturer's graft placed within the zenith graft. The other manufacturer's graft was chosen because of their approval of a 7mm infrarenal aortic neck, which is what this pt had. The secondary intervention was not successful and the type 1 endoleak persists. Per sales rep: migrated zenith endograft was detected during routine follow-up. Secondary intervention was attempted but unsuccessful. Not sure if secondary intervention counts as adverse event.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.